Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had their ipg replaced on (B)(6) 2025 for an unknown reason. Therapy was restored post-operatively.

Event description:
Additional information indicates that a lead was unable to be inserted to the ipg header. The ipg was replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.